Event description:
A ventilator was returned to the manufacturer because, due to an allegation of a blank screen when powered up, it did not meet the acceptance criteria of the evaluation process. There was no known patient involvement. The blank screen problem was confirmed during the device's evaluation at the manufacturer's service center. The problem was recorded and the device was scrapped. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring.